Event description:
During routine testing of the device at the service center, the service technician reported that the cable guide was cracked. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.